Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you please confirm the correct lot number? Qlmeqc or mjk136 ? No further information is available. Event date? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 ¿g/m. Note: events reported in , 2210968-2021-05118, 2210968-2021-05119, 2210968-2021-05120, 2210968-2021-05121, 2210968-2021-05122 and 2210968-2021-05123.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During the procedure, 7 sutures out of 8 were broken in the middle during use. Lot number qlmeqc, mjk136 - unknown if these are the correct lot number. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 07/21/2021. Additional h-3 summary: the product was returned for evaluation. Visual analysis of the returned product revealed that two top foils and an opened sample product code vcpb840d, lot mjk136 were received for evaluation. The strand was observed broken due to the degradation process caused by exposure to the environment. The product code vcpb840d contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. The top foils were visually inspected, and a hole was observed in the cavity with excessive wrinkles. This condition contributed to the degradation of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 07/21/2021. Corrected b5 narrative: it was reported that the patient underwent an orthopedic procedure on unknown date and the suture was used. During the procedure, the suture broke in the middle during use. There were no patient consequences reported. No further information is available.